Event description:
Patient revised as glenosphere disassociated from metaglene and loose humeral cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.